Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 36 mg/dl at the time of the event , the customer was treated with glucagon and customer did not visit the emergency room. Customer reported they passed out. Emergency medical services were dispatched and customer refused transport after glucagon was given. Customer also experienced discrepancy between sensor glucose and blood glucose. Customer's sensor glucose reading was 129 mg/dl while blood glucose was 36 mg/dl. Troubleshooting was performed and it was verified that pump was utilized within 48 hours of the event along with active automode feature. It was also reported insulin delivery was not suspended due to sensor glucose vs blood glucose difference and sg and bg is not within the target range, also reported that the high/low blood glucose event was related to the sensor glucose vs blood glucose event. No further patient complications were reported. The customer will continue using the device and the device will not be returned for analysis.